Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received indicating that, the patient was recovered.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. Clinical information review there were several patients and several surgeons where it was reported, there were issues that resulted in potential adverse events. The other events were recorded in other investigations ancillary to this one. This investigation will serve to provide details on ¿the case of colleagues (other surgeons), the corneal edema lasted an average of two weeks, one of them almost three months.¿ there was corneal edema in relation to a probable episode of collapses, excessive parameters (90% torsional phaco) and incorrect balanced needle for medium-low hardness cataracts. This issue took several weeks to heal. Questionnaire states that the main surgeon attributes the event to ¿introducing more viscoelastic after hydrodisection (out of caution to protect the endothelium due to the edema that my colleagues were reporting). The surgeon then ¿realized that this viscoelastic produces temporary occlusion within the tip and greatly increases its temperature.¿ a variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. The mean endothelial cell count (ecc) in the normal adult cornea ranges and the count continues to decrease with age. The functional integrity of the corneal endothelium are necessary to maintain long-term corneal transparency after cataract surgery. Endothelial cell loss and corneal decompensation after cataract surgery is well-documented. All surgical procedures that involve entry into the anterior chamber damage a proportion of endothelial cells intraoperative corneal manipulation. After endothelial cell loss, the adjacent cells enlarge and slide over to maintain endothelial cell continuity, which is observed as a change in the endothelial cell density and morphology. Moderate damage to the endothelium during surgery can also lead to a transient increase in corneal thickness. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol (intraocular lens) insertion, instrument contact, or retained lens fragments. In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endo capsular phacoemulsification procedures, instruments, iols, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: (1) the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and (2) the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least are needed to provide adequate corneal dehydration, and clarity. Corneal edema, due to endothelial dysfunction, after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that after cataract surgery, the patient experienced corneal edema lasting more than three months. The current status of the patient is unknown.